Event description:
Consumer reported needle clog during priming. She stated that there is no insulin flow. The issue involves 2 separate lots of the same product (320109) consumer does not re-use. Lot #: 3108801, 3276391 catalog #: 320109 date of event: unknown samples available: sending mail kit.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.